Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g359 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g359 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The photographs show that the outer bowl and outer bowl cover had separated. The outer bowl cover appears to be intact and contained within the bowl holder. There is a large piece of the outer bowl still connected to the outer bowl cover inside the bowl holder. The lower bearing is still in the retainer, but the upper bearing and drive tube are not in place. A material trace of the bowl assembly and its components used to build lot g359 found no related nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a separation of the outer bowl and outer bowl cover. The cause of the separation could not be determined based on the available information. No further action is required at this time. Investigation complete. (B)(4).

Event description:
Customer called to report a centrifuge bowl break during a treatment with approximately 130ml whole blood processed. The customer did not return blood to the patient. The customer stated the patient was stable. The customer returned photos for investigation.